Event description:
Customer reported an issue with incorrect time settings on the pump. Blood glucose levels remained within the normal range, with no values above 500 mg/dl or below 54 mg/dl reported, indicating no adverse impact. Technical support assisted the customer in updating the time settings and advised monitoring for any future discrepancies exceeding five minutes. Customer understood and agreed to follow up if the issue recurred.